Manufacturer narrative:
Pr 6719772 initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). Pr 6719772 follow-up emdr for device evaluation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. See manufacture narration.

Event description:
It was reported that clinician and/or any patients have encountered infection - 6 times. Clinician experienced: respondent #7: interventional radiologist in united states. Infection - 6 times.